Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an episode that was thought to be supra ventricular tachycardia (svt) received atp multiple times and it was thought that this was inappropriate. The device indicated that this was a ventricular tachycardia episode. Some reprogramming was performed. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.